Event description:
The healthcare professional reported via the manufacturer representative that the patient had pain at the battery site. There were no known external factors that contributed to the issue. The pocket was revised by the surgeon and the battery was placed deeper in the pocket. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.